Event description:
It was reported that patient presented to clinic with shortness of breath and fatigue. The patient was also found to be in shock with acute kidney injury, acute liver injury, elevated n-terminal pro b-type natriuretic peptide, and a lactate value of 3.4 mmol/l. It was noted that patient had an ldh value of 2531 units per liter (u/l) without infectious process in the morning and then had a value of 777u/l later that day. Transthoracic echocardiogram and right heart catheterization showed evidence of right ventricular failure and patient was put on a dobutamine infusion at 5mcg/kg/min with a leave-in swan-ganz catheter for optimization. Log files were submitted for review. The log file event history captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. Additionally, the reported inflow cannula and/or extrinsic outflow graft obstructions could not be confirmed through this evaluation. The submitted controller event log file captured events from 03feb2025 through 13feb2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure and dysfunction (including right heart failure, hepatic dysfunction, and renal dysfunction,), hemolysis, device thrombosis, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the device did not cause or contribute to the patients' right heart failure or renal dysfunction. The onset of the patient's renal function was said to have been on (B)(6) 2023. Patient was discharged home on milrinone drip.

Event description:
No outflow graft obstruction or inflow cannula obstruction was confirmed. It was later reported that the patient passed away on (B)(6) 2025 due to right ventricular (rv) failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Section h3: correction. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.